Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval of the returned product shows that the unit powers on and passes all functional tests. Although the alarm passes functional tests, there's visible corrosion inside the battery compartment. Note: posey instructions for use has a warning statement: posey recommends the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. (B)(4).

Event description:
The reporter did not know the specific reason for return of the product or the specific end user. There was no pt incident or injury reported.